Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported via a manufacturing representative regarding a patient who was implanted with a neurostimulator (ins). Information was reported that a patient had their device explanted due to stimulation in the wrong areas, ineffective therapy. Attempts were made to improve coverage. The device was discarded by the consumer and will not be returned to medtronic. It is unknown if the device was replaced with a medtronic device. No further complications were reported. No additional patient symptoms were reported.